Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13july2019. Failure analysis of the returned part indicates root cause: the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the air flow out of specification. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified, estimate used.